Manufacturer narrative:
(B)(4). Device sample has been received by the MFR but the investigation has not been completed at the time of this report. The MFR will continue to monitor and trend relating complaints.

Event description:
Complaint alleges that the cuff will not deflate. Issue was reported as prior to use during pre-testing.